Manufacturer narrative:
Zoll medical corporation has not yet received battery sn (B)(4). A supplemental report will be submitted when the battery is received and evaluated. No adverse event reported.

Event description:
Customer reported to be experiencing low runtimes with battery sn (B)(4) even though battery was rotated and maintained properly. No adverse event reported